Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the flex video scope tested positive for >80 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the cds review from the customer, results of third-party testing, the device evaluation, and the complaint investigation. Please see updates to d8, d9, h2, h3, h4, h6, and h11. Olympus reviewed the customer provided cds processes, and deviations from the IFU (instruction for use) was identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. The device was evaluated and an additional potential adverse event was confirmed where a white foreign material was found in the colonovideoscope's air/water channel. Based on the results of the investigation, it is likely that the foreign object found was due to the use of silicone-based products (such as simethicone, defoaming agents and lubricants), which can cause deposits of white foreign material. If the customer used such products, there is a risk that foreign material may remain in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and are therefore not recommended for use by olympus. However, the root cause of why the foreign objects remained in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection ¿warning¿ on page 66. Failure to do so may lead to equipment malfunction or failure. Olympus will continue to monitor field performance for this device.